Event description:
Patient allegedly received an implant on (B)(6) 2015 via internal jugular vein due to deep vein thrombosis. Patient is alleging migration (of fractured strut to right ventricle), vena cava perforation, fracture, device is unable to be retrieved (fractured piece), organ perforation (right ventricle), one of the main struts was embedded, tachycardia. The patient further alleges ¿increased lightheadedness, shortness of breath, loss of balance/falling, general weakness, frequent coughing, intermittent moaning, pain.¿ patient further notes, ¿walking has become very difficult with numerous falls - now requires assistance for all mobility.¿ per the removal attempt of inferior vena cava (ivc) filter via jugular approach dated (B)(6) 2018, ¿findings: no filling defect in the inferior vena cava or bilateral renal veins on venography. Tip of the inferior vena cava filter was not embedded and was able to be freely hooked. Filter collapse and removal was unremarkable. Examination of the specimen demonstrated secondary strut fracture and absence. Further imaging with fluoroscopy and reference back to (B)(6) 2018 CT scan seemed to show that there was a metallic foreign object consistent with secondary strut likely within the apex of the right ventricle. Completion venography of the ivc showed no extravasation and no filling defect.¿

Manufacturer narrative:
This event was reported by the manufacturer 3002808486-2019-01237.

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2015. The patient alleges to have been injured without further explanation.